Event description:
Pt was hospitalized for overdose of morphine in march, which physician attributed to pump overinfusing. After pt recovered, pump was emptied of drug, filled with saline and programmed at the pt's normal rate. After one week the pump was aspirated and found to have 15 mls of saline remaining compared to the 16.2 mls the pump readout stated should be there. The pt's record states there have been other recent volume inaccuracies. The pump was explanted, and the pt has a new infusion system at this time.